Event description:
It was reported that four weeks post routine generator replacement, the patient presented with a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) was taken out of the pocket, the pocket was cleaned, and the crt-d was re-implanted sub-pectoral. Intravenous (IV) antibiotics were administered. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.